Manufacturer narrative:
The product was received on (B)(4) 2013. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
When the physician decided to use the smart control stent delivery system, it was reported that the stent deployed as soon as the device was taken from its plastic cover. It deployed when the tech took the device out from the inner pouch. The product was properly stored. There was no damage noted to the outer packaging. There was no mishandling of the device. It is unknown if there was any other damage to the device when it was removed the packaging. The product was no used in the patient. Another device was opened and the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
It was reported that the smart stent deployed as soon as the device was taken from its plastic cover. The product was properly stored, there was no damage noted to the outer packaging and there was no mishandling of the device. The product was not used in the patient. There was no reported patient injury. One non-sterile pkg assy 10x060 smart vas120 cm was received coiled inside a plastic bag. Unit was partially deployed (0.5cm). A kink was observed at 81cm from ID band. A separation was detected at 3.5cm from ID band. No other discrepancies were found. The functional analysis was not performed due to the unit was damaged (separated). Analysis results showed that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the ¿separation¿ and ¿kink¿ condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported ¿deployment difficulty-premature/prior to use¿ by the customer was confirmed. The exact cause of the failure could not be conclusively determined; it does not appear to be related to manufacturing process. Handling and procedural factors could be contributed to the experienced failure. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Although the final analysis findings note that the outer shaft is separated the initial visual analysis of the device received at the decontamination site noted that it had ¿kinked to the point of near separation. Stent is protruding 1cm.¿ at this point the device had not yet separated. Therefore the separation must have occurred as a result of additional handling during the decontamination process, or during shipping and additional handling of the device at the analysis lab. With the information available the exact cause of the stent premature deployment that was found on the returned unit could not be determined.